Manufacturer narrative:
Product ID: rvdr01 ipg implanted: (B)(6) 2012. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular pacing lead was beyond the expected lower range.

Event description:
It was reported that the right ventricular (rv) lead had chronically low impedance and chronically high thresholds which required high rv outputs on the device. The device was at elective replacement indicator (eri) and the patient wanted the next device to last longer; therefore, the rv lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.